Manufacturer narrative:
H11: the initial MDR was inadvertently submitted with a g3 date of 07-jan-2026. The correct g3 date is 27-jan-2026. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one glide path d/l catheter kit along with one fully peeled 15fr peel apart sheath were returned for evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. The sample was noted to be clean. Blue and red luer were patent to infusion and aspiration. Fully peeled 15fr peel apart sheath was visually evaluated and no tears can be observed throughout the sheath as the sheath shafts were received completed peeled-apart. Therefore, the investigation is inconclusive for the reported sheath tear issues as tear cannot be verified from the provided sample. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an implantation procedure using glidepath hemodialysis catheter. It was reported that a tear in the outer sheath membrane was discovered during implantation. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an implantation procedure using glidepath hemodialysis catheter. It was reported that, a tear in the outer sheath membrane. The procedure was completed using another device. There was no reported patient injury.